Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient developed open sores underneath the back therapy pads. The irritation was open and bleeding. The patient was given a prescription of bacitracin from her physician. The sores healed after using the prescribed bacitracin.